Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of sensing and loss of capture the day after implant. X-rays imaging revealed that the lead had dislodged and was in the superior vena cava (svc). The pocket was reopened, and the ra lead was repositioned. No additional adverse patient effects were reported.